Event description:
The device was used during an appendectomy procedure. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.